Event description:
No additional information regarding the patient and or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation -evaluation. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, a review of the manufactures instructions and quality control procedures was conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿do not exceed rated burst pressure.1 rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures." It goes on to say ¿if balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(Additional concomitant medical products: parent guiding catheter/medikit, birdsd guiding catheter/bard, and comando wire guide/ abbott. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported an advance 14 lp low profile balloon catheter ruptured when it was inflated to 16 atomospheres (atm). The complaint device was inserted by femoral approach for an endovascular therapy procedure. The patient's anatomy was tortuous but not calcified. Another manufacturer's device was used to successfully complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.